Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the hub and from the packaging label. During visual inspection, the catheter shaft was found to be severely kinked/bent. The tip of the catheter was found to be damaged and broken/fractured 155 cm form the proximal end. The radio opaque (ro) marker was detached/fractured. The hub was found to be intact. Catheter difficulty advancing guidewire functional test was unable to perform due to condition of the device. Catheter tip damaged functional test was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the microcatheter was severely damaged, and part of the distal shaft and the ro marker was detached. The as reported events of catheter difficulty advancing guidewire and catheter tip damaged as well as the as analysed events of ro marker(s) detached/separated/not visible under fluoroscopy, catheter tip broken/fractured during use, catheter shaft kinked/bent, catheter tip damaged will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device revealed that subject catheter tip was broken/fractured during use and radio opaque (ro) markers(s) detached/separated/not visible under fluoroscopy. There was no clinical consequence to the patient.